Manufacturer narrative:
H3, h6: the investigation is ongoing. The root cause has not been identified. A supplemental report will be submitted upon completion of the investigation.

Event description:
Siemens healthineers was notified of a patient injury involving the magnetom vida system. Per the received information the patient sustained 2nd and 3rd degree burns at the junction of the buttocks and both thighs. The patient underwent the MRI examination on (B)(6) 2025. On (B)(6) 2025, the patient was seen in the emergency room and greased gauze dressing was applied to the burns. Due to the extent of the burns, the patient will need a surgical intervention including a skin graft. The patient is currently waiting for the surgery.

Manufacturer narrative:
H3, h6: siemens healthineers completed a detailed investigation of the reported event. Our experts analyzed the images generated during the patient¿s examination. The complete examination of the patient¿s l-spine lasted 97.3 min with an active scanning time of 76.5 min. No abnormality was found which would indicate a system malfunction. The complete measurement was performed in the first level operating mode. The sar values were within the limits defined by the mr safety standard (iec 60601-2-33), i.e. The maximum applied sar was 49.9 % of the first level mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. Furthermore, the patient absorbed 103.0 wmin/kg which is clearly below the limit of 240 wmin/kg defined in the mr safety standard (iec 60601-2-33). The system and the used rf coils were checked by our service engineer and found to be in specification. No anomalies are visible in the mr images of the examination from a technical point of view. The sar values were below the limit of the first level mode during the whole examination. In summary no hardware or software problem was found which would explain the patient's severe burns. Based on the given information, no clear root cause could be identified. The examination time and applied sar during the examination were comparably high (in comparison with other spine examinations) with almost no scan pauses. However, this alone does not lead to localized burn as in this incident. Large, localized burns such as seen in this incident are usually caused by either bore wall contact (which seems unlikely due to the position of the injury) or contact to electrically conductive material. The location of the injury is not in the field of view of the dicom images. On the dicom images it could be seen that the patient¿s lower back was unusually curved, either caused by a cushion positioned under the patient's back or by hyperlordosis. Upon request we were informed that only the spine 32 coil cushion was used during the examination. This might have led to a skin fold between the patient's buttocks and upper thighs, causing a current loop. The formation of rf current loops based on skin-skin contact might lead to more injuries and should be avoided by using distance cushions. This effect and the preventive measure are described in the magnetom family operator manual ¿ mr system and coils, syngo mr xa60. According to our medical officer, this type of burn might also be caused by unfavorable positioning / reduced heat dissipation (e.g. By reduced air circulation or blood circulation). Siemens healthineers was informed on (B)(6) 2025 that there were no further burns or occurrences of heating sensations after this incident on this system. This supports the investigation result that no hardware or software malfunction was found.